Event description:
A customer contacted beckman coulter (bec) to report a leak of clear fluid at the blood sampling valve (bsv) of a coulter lh 500 hematology analyzer. The volume of the leak was about 5ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed a leak at the bsv. Fse noticed a pinhole in the tubing at port 11 of the bsv and replaced the tubing which resolved the leak. The repairs were verified per established procedures. The cause of the leak was a pinhole in the tubing at port 11 of the bsv. (B)(4).